Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient was pre-operatively diagnosed with: failed recurrent disc herniation, status post laminotomy and discectomy right l5-s1. Degenerative disc herniation l4-5. Spinal stenosis. Lumbar radiculopathy. Lumbar myelopathy. Scoliosis. Spinal curve. Gait disturbance and underwent the following procedures: right-sided re-exploration laminotomy-transforaminal posterior body fusion right l5-s1, l4-5. Pedicle instrumentation l4-l5-s1 bilateral. Posterior transverse process fusion l4 to s1 bilateral. Change instrumentation l4-5, l5-s1. As per the op notes: ¿then a pin was inserted into through the skin accessing the facet joints on the left at l4-5 and l5-s1 through which decortication of the facet joints and onlay posterior fusion was achieved with local bone and rhbmp-2/acs for posterior spinal fusion. Then a sequentially enlarging cannula to a 26 millimeter operative cannula was inserted, directed initially anteriorly to the posteromedial aspect of the l4-5 and s1 transverse process and decorticated and onlay bone graft and rhbmp-2/acs was accomplished for spinal fusion. Then mastergraft mixed with the patient¿s own autologous bone and rhbmp-2/acs was impacted in the interdiscal space at the 4-5 level, a 14 x 32 millimeter peek implant filled with the patient¿s own bone and at the 5-1 level a 12 x 32 millimeter peek cage was filled with the patient¿s own bone and impacted into the interdiscal space.¿ patient tolerated the procedure well without any complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.